Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. The perclose proglide instructions for use (IFU) stated under special pt populations. "The safety and effectiveness of the perclose proglide smc devices have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site." Device #2, #3, #4 proglide, part 12673-03, lot #81039-6h, are being filed under separate MFR report numbers.

Event description:
Device #1 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted bilateral arteriotomy closure after an interventional procedure. Reportedly, during arteriotomy closure of a heavily scarred and calcified right common femoral artery, when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and a second proglide was used also, but resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. Reportedly, during arteriotomy closure of a heavily scarred and calcified left common femoral artery, when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and a second proglide was used also, but resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.